Event description:
The customer reported that the remote user interface joystick was not working. The system would be effectively unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into svc.